Event description:
The instrument was used during a low anterior resection. It was reported as surgeon was forming distal transection line he noticed the stapler malformed the lateral 1/3 rd of staple line. That compromised area was the end closest to retaining pin. Surgeon had to pull rectum out of anus and hand sew the area. Surgeon reported the rectum was cleaned off very well and there was not too much tissue in the instrument. There was no consequence to the pt.

Manufacturer narrative:
Results of evaluation: conclusion; based upon the inquiry info received, the visual examination and the functional test, it was concluded that the instrument was conforming with regard to staples firing and forming. The instrument was returned in good physical condition and was examined and was found to meet design specifications. The instrument was reloaded, cycled, fired, and formed all staples without incident. The staples were measured and were found to be within specifications. No conclusion could be reached as to why the reported instrument "malformed the lateral 1/3rd of staple line" during surgery. Each instrument is evaluated during the assembly process to ensure that staples fire and form correctly. The staples may not form properly and leakage of the staple line may occur if the instrument is closed onto tissue which is thicker than the recommendation for proper operation.